Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections d4 and h4, to provide the device return date in section d9, and to update section h3. The initial report was intially reported as an unknown angio-seal , however, the actual device was confirmed to be a device that should be reported under registration number 2243441, therefore the final investigation will be reported under MDR report no. 2243441-2021-00069.

Event description:
The user facility reported that the angio-seal device had disintegrated.

Manufacturer narrative:
Expiration date - unknown due to unknown product code and lot number. UDI - unknown due to unknown product code and lot number. Implant date - unknown due to unknown event date. Explant date - unknown due to unknown event date. Health professional - requested, not provided. Occupation - requested, not provided. Device manufacture date - unknown due to unknown product code and lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.